Manufacturer narrative:
Product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl13.7, -9.5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. About a minute after implantation, the surgeon noticed excessiving vaulting. Intraoperatively, the lens was exchanged for a shorter lens. The problem was resolved with the patient currently being fine and seeing 20/20.